Event description:
The customer reported that during treatment and monitoring of a trauma pt, blood was drawn into the co2 module from the m2522a capnoline. There was no allegation that monitoring equipment failed to function.

Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.